Manufacturer narrative:
A united states customer called the customer service center to report that there was a water leak at the millipore water purification module (wpm), which produced a leak detect error on the dimension vista 1500 instrument. Initially the customer indicated that the water was contained within the instrument and did not pose a safety hazard. The customer reseated the q-gard filter and stated that the black o-rings were a little twisted. The leak detector was dried off and the error message was obtained again. The customer was instructed to replace the q-gard filter. After the customer replaced the q-gard filter, the customer reported that the leak persisted and water was leaking on the floor. The customer cleaned the leak and went on a break. Subsequently, the customer called back and reported that a different technician slipped and fell on the water coming from the millipore wpm when she loaded samples into the instrument. Siemens advised the customer to put the millipore wpm in standby and disconnect the water inlet tubing to prevent further water leakage. A siemens customer service engineer (cse) was dispatched to the customer's site on the same day (B)(6) 2021. During this visit, the cse cleaned up the remaining water from the millipore wpm unit, connected the tubing, replaced the water bottle, and placed the millipore wpm into operation mode and allowed it to fill. The tank filled and no leaks were observed. The cse also reseated the bottle cap and tested functionality and there was no leak. System checks were also passed. Siemens medical affairs specialists reviewed the event and determined that in this scenario, the technician did not suffer from a long-term injury. It is unknown whether the lab established protocols to place safety cones and/or wet floor signs to avoid slip and falls incidents in accordance with good laboratory practices. The instrument is performing according to specifications. Siemens further investigated the issue and determined there was a mechanical malfunction from the water feed supply-line quick connect fitting to the water bottle on the millipore wpm, which was due to normal wear. The millipore wpm is not a siemens instrument. No further evaluation of this device is required.

Event description:
The customer reported that there was a water leak at the water purification module (wpm), which produced a leak detect error on the dimension vista 1500 instrument. Initially the customer indicated that the water was contained within the instrument and did not pose a safety hazard. The customer reseated the q-gard filter and stated that the black o-rings were a little twisted. The leak detector was dried off and the error message was obtained again. The customer was instructed to replace the q-gard filter. After the customer replaced the q-gard filter, the customer reported that the leak persisted and water was leaking on the floor. The customer cleaned the leak and went on a break. Subsequently, the customer called back and reported that a different technician slipped and fell on the water coming from the wpm when she loaded samples into the instrument. The technician had previous neck and back injuries before the fall and alleged that the fall aggravated old neck and back injuries. Previously, she received chiropractic treatment for previous neck and back injuries. On (B)(6) 2021, the technician visited the chiropractor. The customer confirmed that the technician did not have a headache nor any symptoms of concussion since the fall. There are no reports of adverse health consequences due to the event. Statements and actions attributed to the customer are derived from information submitted to the siemens complaint handling system and haven't been verified.